Event description:
During a robot assisted laparoscopic sleeve gastrectomy, hiatal hernia repair, the device would not activate. A second device was obtained, inserted and it also failed. A manual device was utilized. The case was completed with no harm to the patient.

Manufacturer narrative:
The account has confirmed that they do not have a complaint against the device. They determined that the device had reached end of life and was operating as expected.